Event description:
It was reported that during a pulsed field ablation procedure, when the catheter and another manufacturer's guidewire were removed from the patient for the third time, there was resistance pulling the guidewire out. It was also reported that when pulling the guidewire out, it appeared to be unraveling the guidewire. It was surmised that the distal tip of the catheter was causing the guidewire to be stuck. The guidewire and catheter were removed from the patient and touch up ablations were performed with another manufacturer's catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: pscc100 loop catheter with lot number 0012315133 was returned and analyzed. Visual inspection was performed and the catheter appeared intact without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function did not function and it was stiff, multiple attempts were performed to release the stiffness with no success. The shape of the capture device was unremarkable with no atypical features. The guidewire was received threaded into the catheter but not extended beyond the tip. Resistance was encountered during removal attempts of the guidewire. The guidewire was likely stuck due to dried blood, saline, or contrast. Attempt to soften the guidewire using disinfectant to dilute potential dried blood did not help. The guidewire was entrapped distally into the guidewire lumen, and removal attempts resulted in the extension of the coil only. The guidewire remained stuck, and further x-ray imaging showed the guidewire lumen was stuck 4.1 inches proximal from the distal edge of the tip. During xray and optical inspection, the guidewire lumen appeared with a minor bend at the location were the guidewire got stuck when advanced. As received, the shaft, the guidewire lumen and the guidewire assembly was cut approximatively 9 inches distally from the proximal end of the array. The proximal portion of the guidewire was retracted through the luer with some resistance. The remaining distal portion the guidewire remained stuck. Further dissection confirmed that location where the guidewire was interfering with the guidewire lumen in location where dried particle residue. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the loop catheter failed the returned product inspection due to residue on the guidewire, a guidewire lumen bend, and the guidewire getting stuck inside the lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.